Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 45 mg/dl; cause unknown. Customer consumed carbohydrates to address the bg. Customer technical support recommended caller to consult health care professional to discuss bg. Customer reverted to another pump for insulin therapy.